Event description:
It was reported by service report that the bed lost power intermittently. The power cord was pulled out of the strain relief and metal clamp. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - power cord was pulled out of the strain relief and metal clamp.